Manufacturer narrative:
During use, two units of the saberx balloon catheters burst at twelve atmospheres (12 atm). One seemed to have a fissure (a small tear) and it didn't inflate. There was no patient injury. The target lesion was the anterior tibial artery with mild calcification, no tortuosity and severe stenosis. A fourth device of the same lot number was used without any problem to complete the procedure. The devices were prepped normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A competitor's contrast media and inflation device were used with a 50/50 ratio. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was never in an acute bend. The product was removed intact (in one piece) from the patient. No other information was provided. One product was returned for analysis. A non-sterile saber rx 25mm x 30cm x 155 pta balloon catheter was coiled inside a plastic bag. Sem results revealed a balloon leakage caused by a rupture on the balloon surface. The inner surface presented evidence of elongations adjacent to the balloon rupture. The outer surface revealed scratch marks and elongations adjacent to the balloon rupture. It appears the balloon material adjacent to the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 82165788 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and ¿balloon frayed/split/torn¿ were confirmed through analysis of the returned devices. The balloons did not inflate as expected due to a leakage on all three balloon catheters analyzed. All three balloon catheters revealed evidence of elongations and scratch marks on the outer surface adjacent to the balloon rupture. This would imply vessel characteristics such as, calcification and severe stenosis may have contributed to the reported events. It is known that calcium may damage balloon material. All three analyzed devices suggest the likeliness of a sharp object encountering the outer material of the balloon causing the ruptures. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for this event is 9616099-2019-03198. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use, three units of saber x balloon catheters ruptured. Two of balloon catheter units burst at twelve atmospheres (12 atm) and one seem to had a fissure and it didn't inflate. There was no patient injury. A fourth device of the same lot number was used without any problem. The balloons are available for analysis.